Manufacturer narrative:
Evaluation summary: revision surgery for the right hip was scheduled but had not yet taken place at the time of this report. Therefore, the femoral stem is not available for review, and its condition is unknown. No surgical notes or x-rays from the primary tha were provided, so the fit and orientation of the stem is unknown. The mating instrumentation used is unknown. It is also unknown if the proper surgical technique was followed. Patient factors that may affect the performance of the implants are unknown. Wearing of the metal implants could have caused the issues detailed by the patient. Factors that may have affected the wear rates of these implants include one or more of the following: misalignment of the acetabular shell. Entrapped bone cement particles on articulating surfaces. Micro-motion between the head adaptor and the taper of the femoral stem due to improper sizing/fit. Micro-motion between the head adaptor and the modular head due to improper sizing/fit. Patient weight, activity level, and type of activity performed (low impact vs. High impact). Based on the information provided, a definitive cause for failure cannot be determined with certainty. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the patient had right hip replaced on (B)(6) 2007. Revision is scheduled because, scans have identified an organized build-up of complex fluid around the joint, with debris and inflammation, which is now affecting the bone.